Event description:
Clinical trial. Same patient as MFR report #: 6000089-2007-00442. Same case as MFR report #: 6000093-2007-00625. It was reported that 721 days following a coronary artery drug eluting stenting procedure, the patient developed in-stent restenosis. The initial procedure identified and treated one de novo, 2.5x20mm, 90% stenosed, mildly tortuous lesion of the proximal cx (circumflex). The lesion was treated with predilation and placement of a 2.5x20mm taxus express2 stent. The patient was discharged the next day on asa and plavix. During a reintervention 519 days following the initial procedure, due to proximal edge in-stent restenosis of the proximal cx stent, a 2.5x8mm taxus express2 drug eluting stent was placed. A second reintervention was performed 721 days following the initial procedure due to focal in-stent restenosis of the proximal cx stents. Treatment was with deployment of another manufacturer's drug eluting stent and the device relationship was reported by the investigator as "probable".

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause is unk.